Event description:
It was reported that the t:slim x2 pump battery would not charge, with the charging connection remaining unstable unless the cable was held in position. There was no adverse impact to the customer's blood glucose level. The customer attempted using a different charging cable without success, so technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping and planned to follow up. If the pump battery depleted before receiving the replacement supplies, the customer was advised to rely on multiple daily injections. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.